Event description:
Procedure: lower anterior resection. Reportedly, during a procedure for cancer, the device was fired on the rectum 5cm above the anus. There was poor formation of the staples and the dlu anvil was damaged. This resulted in slight bleeding which was fixed with application of an additional dlu. The case was delayed 30 minutes.

Manufacturer narrative:
.